Manufacturer narrative:
Device code: (B)(4). Previously reported on (B)(4) with MDR# 303067-2016-00990. Investigation is pending the return of the device.

Event description:
It has been reported that the AED did not pass self diagnostic check.